Manufacturer narrative:
On september 27, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a tear within a crease/fold measuring approximately 0.6 cm on posterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 04, 2023, mentor received a device that did not match what was initially reported. On september 19, 2023, mentor received clarification that the received device belongs to this complaint file. The returned device was identified as a 325cc mentor smooth round moderate profile saline breast implant. As such, rupture is no longer applicable. Brand name: mentor smooth round moderate profile saline breast implant common device name: prosthesis, breast, inflatable, internal, saline; procode: fwm; lot: 6487230; catalog: 3501650; serial: (B)(6); expiration date: 7/31/2015; UDI: (B)(4); PMA: p990075; device manufacture date: 7/13/2011. A manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The device was received by analysis lab. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction surgery with a 325cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right prosthesis, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).